Event description:
The customer reported to olympus, the air/water flow system visera tracheal intubation videoscope had air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the coating of the image guide serpentine was found to be peeling off, (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole on connecting tube, water tightness was lost. Additionally, the evaluation revealed the following findings: connecting tube had coating peeling (1mm2 or more); connecting tube had a dent; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to damage on channel-tube, channel cleaning brush could not be inserted smoothly, connecting tube had a buckling, universal cord had a dent, adhesive on bending section cover (a-rubber) had a chip, and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. The peeled coating may have been caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ additional details have been requested regarding the reported event. At this time, no additional information has been provided.